Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per tandem's pump user guide, "do not deliver a bolus until you have reviewed the calculated bolus amount on the pump display. If you dose an insulin amount that is too high or too low, this could cause very high or very low blood glucose. You can always adjust the insulin units up or down before you decide to deliver your bolus."

Event description:
It was reported that the customer experienced a blood glucose level of 43 mg/dl. The customer consumed carbohydrates to treat the low bg. The customer alleged the pump miscalculated a bolus. Tandem technical support reviewed the pump logs and confirmed the pump calculated the correct bolus amount; however, the user overrode the recommended bolus amount and delivered more insulin than recommended.